Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary retention following the initial procedure while the cuff was deactivated. As a result, the physician determined to remove the cuff and replace it with a larger one. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100881926 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100865661 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urinary retention is acknowledged within the directions for use (dfu) and is not related to off-label use or failure to follow instructions. A risk review was completed, and retention related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary retention is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.